Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort") and genital haemorrhage ("continuous and heavy bleeding"). At the time of the report, the pelvic pain, discomfort and genital haemorrhage outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort") and genital haemorrhage ("continuous and heavy bleeding"). At the time of the report, the pelvic pain, discomfort and genital haemorrhage outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. Most recent follow-up information incorporated above includes: on (B)(6)2020: essure was inserted in (B)(6)2016; new events discomfort and continuous and heavy bleeding added; her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), genital haemorrhage ("continuous and heavy bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure removal surgery was delayed due to covid-19 pandemic). At the time of the report, the pelvic pain, discomfort, genital haemorrhage, menstrual disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, discomfort, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. On (B)(6) 2021 she reported that removal surgery still delayed due to covid-19 pandemic. Some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated pregnant was updated from unknown to no; event were added changes to menstrual cycle, urinary/bladder problems, localized pain was added to event pain, heavy abnormal bleeding was added to event continuous and heavy bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. He01183) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, swelling abdomen, headache, uti, gravida, amenorrhea and anemia. Concurrent conditions were listed as idiopathic intracranial hypertension since 2009 as well as vaginal bleeding and heavy menstrual bleeding. Concomitant products included analgesia (trolamine salicylate), morphine, paracetamol, gabapentin, duloxetine, diazepam, amitriptyline and methenamine. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), genital haemorrhage ("continuous and heavy bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure removal surgery was delayed due to covid-19 pandemic/ hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, discomfort, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. On (B)(6) 2021 she reported that removal surgery still delayed due to covid-19 pandemic. Some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: appear correctly positioned; on (B)(6) 2016: findings: bladder normal. Uterus: normal size, anteverted, mobile. Endometrium 7 mm normal. Cervix is normal. Ovaries normal. Both essure devices appear ultrasonographically correctly positioned. Lot number: he01183, production date: 2015-09-28, and expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. He01183) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, swelling abdomen, headache, uti, gravida, amenorrhea and anemia. Concurrent conditions were listed as idiopathic intracranial hypertension since 2009 as well as vaginal bleeding and heavy menstrual bleeding. Concomitant products included analgesia (trolamine salicylate), morphine, paracetamol, gabapentin, duloxetine, diazepam, amitriptyline and methenamine. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), genital haemorrhage ("continuous and heavy bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure removal surgery was delayed due to covid-19 pandemic/ hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, discomfort, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. On (B)(6) 2021 she reported that removal surgery still delayed due to covid-19 pandemic. Some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: appear correctly positioned; on (B)(6) 2016: findings: bladder normal. Uterus: normal size, anteverted, mobile. Endometrium 7 mm normal. Cervix is normal. Ovaries normal. Both essure devices appear ultrasonographically correctly positioned. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localised pain / chronic pain / burning pain") in an adult female patient who had essure inserted (lot no. He01183) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polycystic ovary, pregnancy (she was pregnant this time a year ago), parity 2, swelling abdomen, headache, uti, gravida, amenorrhea and anemia. Concurrent conditions were listed as idiopathic intracranial hypertension since 2009 as well as vaginal bleeding and heavy menstrual bleeding. Concomitant products included analgesia (trolamine salicylate), morphine, paracetamol, gabapentin, duloxetine, diazepam, amitriptyline and methenamine. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), discomfort ("discomfort"), genital haemorrhage ("continuous and heavy bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("urinary/bladder problems"), heavy menstrual bleeding ("prolonged periods / menorrhagia"), urine odour abnormal ("increased strong smell in urine"), abdominal pain lower ("pain in left lower abdomina"), dermatitis ("dermatitis in private parts thinks she is allergic to her incontinence pads.") And dysuria ("dysuria") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery : total robotic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, discomfort, genital haemorrhage, menstrual disorder and bladder disorder were unknown. The reporter considered abdominal pain lower, bladder disorder, dermatitis, discomfort, dysuria, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, urine odour abnormal and weight increased to be related to essure administration. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. On (B)(6) 2021 she reported that removal surgery still delayed due to covid-19 pandemic. Some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not) discrepancy noted in insertion date as per argus : (B)(6) 2016 and as per mr (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: appear correctly positioned; on (B)(6) 2016: findings: bladder normal. Uterus: normal size, anteverted, mobile. Endometrium 7 mm normal. Cervix is normal. Ovaries normal. Both essure devices appear ultrasonographically correctly positioned. Lot number: he01183, production date: 2015-09-28, and expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: mr received : events - strong urine smell, weight gain, abdominal pain lower, dermatitis, dysuria prolonged periods were added, reporters information medical history added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort") and genital haemorrhage ("continuous and heavy bleeding"). At the time of the report, the pelvic pain, discomfort and genital haemorrhage outcome was unknown. The reporter considered discomfort, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her is to undergo a removal surgery that has been delayed due to covid-19. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.